Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right femoral artery. Following the deployment the patient experienced foot pain. An arteriogram performed by physician showed an occlusion of the popliteal artery. Treatment was urokinase infusion. Event resolved. Physician felt the occlusion was not duett related.